Manufacturer narrative:
On 05mar2026 an fse went to the customer site and completed a performance verification test (pvt), and the fse stated that no alarms had sounded during the pvt. The device passed all flow, mix, and oxygen testing during the pvt, so the fse stated that they believed the initial event may have been caused by user error, because the device was operating as expected when evaluated. The device was provided back to the customer ready for clinical use and fully functional. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was giving an error message for no o2 available. The customer informed the remote service engineer (rse) that the device was producing the error message on both wall o2 and tank o2. The customer requested onsite service by a field service engineer (fse) to evaluate the device and determine what was needed for repair. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.